Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A memory download was performed successfully and no system errors were identified. The device was programmed out of shipment mode on (B)(6) 2018. The device started generating beeping tones for lead impedance error every day after that as the device had not been implanted and no lead was connected to the device at that time. The interrogated battery voltage was 9.099 volts. There was no evidence of high current drain. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. The reported clinical observation occurred because the device had been taken out of shipment mode a few weeks prior to the attempted implant. This caused the device to test for lead impedance while in the sterile shipment box. The device generated beeping tones every day due to a lead impedance error. The daily beeping caused the battery to deplete.

Event description:
Boston scientific received information that this boxed device was being set-up for implant. The battery percentage was noted to be in the range of 91 or 92 percent. The field clinical representative (fcr) was informed that this device could be implanted if the battery percentage was 92 or greater with no other error codes. The device has been out-of-shelf mode associated with a red screen and "hi" impedance warning. Boston scientific received information that this device was returned to boston scientific for laboratory testing.